Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported decreasing their usual dose of novalog in response to the alleged issue. The patient reported developing a symptom of "dizziness" one hour later. The patient denied receiving any treatment for this symptom. The cca was unable to resolve the issue through troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for serious injury and they did not receive any treatment. This complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.